Event description:
On (B)(6) 2012, the surgeon performed an si joint arthrodesis utilizing the ifuse implant system where he placed three ifuse implants (7 x 50mm, 7 x 35mm and 7 x 30mm). The patient later complained of recurring low back pain that was similar in nature and character and anatomic location as the pain the patient was experiencing prior to the index operation. Additional imaging was performed that indicated that the most caudal implant was somewhat short and that it did not engage fully into the sacrum. The surgeon felt that there were halos around the sacral side of the first and second implants. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the caudal implant (7 x 35mm). The implant was securely fixed into the ilium. The implant was sent for histological analysis. The surgeon then placed a 7 x 45 mm implant into the same hole and placed two additional implants anterior to the previously placed three implants. Per si-bone vp of medical affairs: "medical review of this case shows it to be a case of late recurrence of pain. The third implant was also somewhat short, failing to seat fully into the sacrum."

Manufacturer narrative:
Product was sent for histology analysis by (B)(4) (third party laboratory) to asses bony in-growth. No structural analysis is performed. Based upon the complaint information and investigation, as well as review of the surgeon training manual, IFU, and (B)(4), the most probable root cause is an implant that was too short and not fully seated into the sacrum.